Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k #: device is not distributed in the united states, but is similar to device marketed in the USA a review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
The product development evaluation reports that no damage of parts can be determined visually. A function test was performed with mating components with another set of instruments. There are several factors which can contribute that during proximal locking, the nail can be missed, connecting screw handle/nail not tightened after nail insertion may lead to a misalignment of the instruments, and mismatch between the incision and the protection sleeve may lead to tension by the soft tissue on the protection sleeve and therefore may lead to deform the instruments. The surgical technique guide states not to exert force on the aiming arm, protection sleeves, drill sleeves and trocars. This force may prevent accurate targeting through the proximal locking holes and damage the drill bits. The function test was successfully completed with the returned parts. It is therefore assumed, that a deflection of the instruments led to the described situation.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a pertrochanteric femoral fracture. The surgeon attempted to insert the hip screw at proximal side, but it was out of bound, as recognized by x-ray imaging. The target through the locking holes was not accurate. It was noted by the consultant: the fractured segment was too close, the screw was not inserted at the right position. Because of this, the surgeon used the aiming arm in order to insert the hip screw at the best position of the bone head part. As a result of this, the deflection of the aiming arm or the nail occurred. This is 4 of 6 reports for complaint (B)(4).